Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that resistance was experienced during the fill process. Additionally, the cartridge was leaking at the fill port across multiple cartridges. A cartridge change the needle and successfully filled the cartridge. Customer's blood glucose was 220 mg/dl.